Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Event description:
It was reported patient's ipg became inoperable due to patient stopped charging the ipg. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.